Manufacturer narrative:
(B)(4). A review of the product release form and certificate of conformance (c of c) found that the driver passed all release criteria. The device was released in (B)(6) 2015 and is approximately 1 year old. The sample was not returned for evaluation; therefore, the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the driver lost power during insertion. No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the driver lost power during insertion. No patient injury or consequence reported.